Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle, blood spatter/leakage occurred. The following information was provided by the initial reporter: the issues were reported by the customer during use. Experienced leaking when using blood collection needle. Verbiage received, - "one of my sites had a problem with the bd 22g needles this morning. While she had the needle in the vein, blood was coming out somewhere else on the needle between the skin and the top of the needle. Below where it is screwed into the hub. She said she had the bevel all the way under the skin and it was above that."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 2/9/2021. H6: investigation: bd received 12 samples for investigation. The samples were evaluated by visual examination for holes in IV cannula and functional testing for sleeve leakage and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle, blood spatter/leakage occurred. The following information was provided by the initial reporter: the issues were reported by the customer during use. Experienced leaking when using blood collection needle. Verbiage received, - "one of my sites had a problem with the bd 22g needles this morning. While she had the needle in the vein, blood was coming out somewhere else on the needle between the skin and the top of the needle. Below where it is screwed into the hub. She said she had the bevel all the way under the skin and it was above that."